Manufacturer narrative:
Submit date: 02/09/2017 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states over feeding.

Manufacturer narrative:
Submit date: 02/09/2017.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states over feeding. No patient involved; issue found during testing. Customer ran the unit at a rate of 200ml/hr at a total vol. Of 50ml. It was completed in the desired 15min. But was over fed by more than 12ml. Water was used during testing. Set used was 500ml feeding bag (no flush)which is switched out daily.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿over feeding.¿ the unit was triaged, and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.